Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of 8mm monopolar curved scissors (mcs) instrument broke away and it was not moving as it should. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.